Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device history log showed occurrences of error 262; which indicates that the electrode pads were not connected. The zoll AED plus operator's guide states to "keep electrode cable connected to the AED plus at all times". Additionally, this indicates that the "unit failed" message occurred in non-rescue mode only and this device would still function in rescue or clinical mode. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.